Event description:
Lithotriptor basin water too hot. Discovered before pt was injured. Resistor, normally set at 40 degrees c, was at 85 degree c, allowing water in holding tank to reach 85 degrees c. Cause of incorrect setting unknown. Pts had been safely treated on device prior to this incident. Resolution - resistor set to 40 degree c, no further incidences subsequently.